Manufacturer narrative:
Medwatch sent to FDA on 09/01/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "profuse outpour of saliva" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of "profuse outpour of saliva" as follows: physician instructions: "the physician should instruct the patient to promptly report any evidence of problems possibly associated with the use of juvéderm voluma® xc."

Event description:
Healthcare professional reported that after injection below the zygomatic area with 1ml juvederm voluma xc, the patient experienced "profuse outpour of saliva from the right side of her mouth." Shortly after the initial contact, the patient reported that the over-salivation has calmed down. No information on treatment was provided.